Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 28-nov-2022. H6: investigation summary: a complaint of tubing discoloring was received from the customer. Two samples were returned for investigation. Through visual inspection, the customer complaint was confirmed. The tubing and drip chamber had discolored. A device history record review for model 2420-0500 lot number 19116799 was performed. The search showed that a total of 11,523 units in 1 lot number were built on 21nov2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This lot has expired as of 21nov2022. The root cause of this discoloration is related to the sterilization procedure which IV sets undergo to help ensure product sterility. These IV sets are sterilized by irradiation, which uses electron beam or gamma rays to produce a sterile and safe IV product per iso 11137-1 and iso 11137-2, international standards for the sterilization of health care products. These standards are recognized consensus standards by the FDA, which are adhered to by bd to specify the requirements for the development, validation, and routine control of a radiation sterilization process. The irradiation process is known to modify polymers which causes some discoloring, depending on the applied radiation level (dose) and material choices. The degree or intensity of discoloration can also change over time, as it approaches shelf life, and under certain storage conditions such as high temperatures. Nonetheless, this type of discoloration is strictly cosmetic and does not affect the safety and functionality of the device as tested and sterilized.

Event description:
It was reported that 50 bd alaris¿ pump module smartsite¿ infusion sets were found with discolored tubing in the packaging. The following information was provided by the initial reporter: "discolored".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 50 bd alaris¿ pump module smartsite¿ infusion sets were found with discolored tubing in the packaging. The following information was provided by the initial reporter: "discolored".